Event description:
The bender device broke while the client was using it for a plate. This is 1 of 1 reports for this incident, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing and inspection records indicated no problem with the lot in question. The inspection revealed the device was within specification. Based on these findings it was concluded that the cause of failure is not due to any manufacturing non conformances. Device is not distributed in the united states, but is similar to device marketed in the USA.